Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment due to no benefit. The implanted device remains.

Event description:
Correction: it was reported that an implant magnet was explanted on (B)(6) 2023, not an abutment as previously reported.